Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that had a weak cylinder. Surgical intervention was performed to add saline to the reservoir. There were no components explanted, and there were no patient complications reported.